Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 10/2/98).

Event description:
The iab was inserted into the pt on 12/5/96 at 10:45 pm and removed on 12/9/96 at 2:00 pm. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia. The contact also stated that the pt had a stroke but it was not related to iabp insertion. On 9/3/98, datascope was notified that the pt went on to expire on 12/29/96 at 7:00 am and the death was not a direct consequence of the iab or iab therapy. [Event complications]: thrombocytopenia-reported 7/7/97. [Pt's current status]: expired-rpt'd 9/3/98.